Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was returned with blood on the balloon, consistent with the reported use in the anatomy. There was contrast in the balloon, consistent with positive pressure being applied to the balloon. The stent implant and balloon were deployed in the distal end of a non-abbott 10f introducer sheath. During the analysis, the balloon and stent implant were pushed distally from the introducer sheath. The stent implant was stationary on the balloon, not between the markers. The proximal end of the stent implant was 6 mm distal to the proximal marker. The first row of the distal end of the stent implant was distal to the sheath and it had bent and flared struts. There was no other damage noted to the stent implant. There were crimp marks between the markers indicating that the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the sds. The protective sheath was not returned. The distal edge of the introducer sheath was slightly flared and jagged, which is likely due to interaction with the stent during withdrawal. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, it may be possible that anatomical conditions contributed to the difficulty. The tip length was measured and met manufacturing criteria. It was reported that during withdrawal into the 10f non-abbott sheath, difficulty was encountered and the stent dislodged. Based on the reported information and returned device analysis, it is likely that after the failed attempt to cross the lesion, the stent may have flared or became damaged causing the outer diameter of the stent to interact with the inner diameter of the sheath. With continued pulling force, it appears that the stent dislodged within the sheath. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Overall, the reported difficulty crossing, difficulty retrieving through the sheath and subsequent dislodgment and damage to the stent appear to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure in a branch of the left common bile duct, pre-dilatation was performed. The omnilink stent system was advanced but could not cross the lesion. An attempt was made to withdraw the stent system but the stent dislodged while being pulled into the 10f non-abbott sheath. The omnilink balloon was advanced and retrieved the stent back into the sheath were it was intentionally deployed. The sheath was removed with the stent inside. The vessel was left untreated because pre-dilatation had been performed successfully. The procedure was prolonged. There was no adverse patient sequela. Though requested, additional information was not provided.